Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient having random feelings of heat in their chest was not confirmed. Evaluation of the submitted log files did not reveal any device-related issues. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The root cause for the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. And the hm ii patient handbook, rev, c, are currently available. Section 1, "introduction," outlines potential adverse events that may be associated with the use of the hm ii lvas. The hm ii IFU and patient handbook provide information on assessing the patient and pump function. The hmii patient handbook cautions that the appropriate personnel should be notified if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient complained of random feelings of heat in chest area. Their pulsatility index (pi) increased during this time. No power spikes noted. No signs of bleeding. Log file review was requested, and the log file captured 230 pi events between (B)(6) 2024 and (B)(6) 2024.